Event description:
It was reported that the customer was getting a weak battery signal-despite a change-on his insulin pump. His blood glucose was 453mg/dl at the time of reporting. He is being sent a replacement battery cap in hopes of solving the problem. No equipment is being replaced. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.